Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor encoder position error. The customer was assisted with motor error troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic field during a magnetic resonance imaging on their foot. The customer stated that they forgot to remove the insulin pump during the procedure. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump failed displacement test and it alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify encoder signal out alarm or perform the self-test, off no power test, unexpected restart error test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump passed the stop current and run current tests. The insulin pump had cracked a case at display window corners, battery tube threads and minor scratched display window.